Event description:
A (B)(6) male pt contacted a zoll customer support to report that he is getting arrhythmia alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon receipt the trunk cable connector housing was broken and the locking nut was missing. In addition there was corrosion found in every ECG and on all of the cables in the distribution node. The cause for the arrhythmia alarms was likely the damage to the trunk cable connector and the corrosion in the ecgs and on the cables in the distribution node. The root cause for the damaged trunk cable connector cannot be positively determined but is likely physical abuse. The root cause for the corrosion cannot be positively determined but is likely liquid ingress. No adverse event resulted from the damaged connector and corrosion. The pt received a replacement electrode belt.